Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to close clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the left atrium; however, the clip failed to close. Troubleshooting was performed and the clip was closed. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported inability to close the clip was not confirmed via return device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated. The definitive cause for the reported inability to close clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.